Event description:
It was reported that this pacemaker system exhibited cross chamber oversensing on the right ventricular (rv) lead channel. Technical services (ts) was consulted and noted that pacing inhibition leading to a heart rate of 67 beats per minute occurred. Ts advised on programming adjustments to prevent oversensing. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker system exhibited cross chamber oversensing on the right ventricular (rv) lead channel. Technical services (ts) was consulted and noted that pacing inhibition leading to a heart rate of 67 beats per minute occurred. Ts advised on programming adjustments to prevent oversensing. No additional adverse patient effects were reported. This device remains in service.